Manufacturer narrative:
H3: one device was returned for analysis. Functional and visual tests were performed, and the reported issue was confirmed. Visual inspection found that the downstream occlusion (dso) seal was cracked. This indicated a reportable malfunction based on the dso seal. The dso seal was replaced to address this issue. Service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device had physical damage. There was no patient involvement. Evaluation of the returned device showed a cracked downstream occlusion seal.